Event description:
It was reported the pt had experienced ineffective stimulation coverage and positional stimulation. Multiple reprogramming attempts were made which temporarily resolved the issue. The pt required to have an MRI test for unrelated health concerns. The pt underwent surgical intervention to explant the entire scs system. There was no malfunction associated with the implanted devices.

Manufacturer narrative:
This ipg serial number was included in field advisories, 1627487-12192011-003-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #: 1627487-0524201-002-r.